Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured january 24-25, 2024. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photographs of the sample showed fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: this event occurred between march 27, 2025 - march 28, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. There was still 25% - 30% remaining in the pumps. The devices contained piperacillin/tazobactam 13500 mg in 230 ml of sodium chloride 0.9% solution. A PICC (peripherally inserted central catheter) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.